Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed by the user that when the user operated the angulation function of the device, endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.